Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ calcified and occluded lesion. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ calcified and occluded lesion. Inherent risk of procedure ¿ (stent deformation). (B)(4).

Event description:
Physician was attempting to use an endeavor resolute drug-eluting stent (4.00mm x 18mm) to treat a calcified occluded lesion in the obtuse marginal but the stent could not cross due to calcification. No resistance was encountered at the lesion. The device had been inspected prior to use with no issues noted. The lesion was pre-dilated again. The physician used other devices (4.0*18 stent <(>&<)> 2.0*15 balloon) to complete the surgery. No clinical sequelae were reported. Evaluation summary: the balloon had been inflated. The stent had moved distally along the balloon. The stent was expanded and severely deformed. Crimp impressions were visible on the balloon. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).